Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side rupture, discomfort, pain, axillary lymph nodes swollen, ¿the inner surface {breast capsules} shows focal pseudosynovial changes¿, ¿scattered refractile foreign material associated with a foreign body reaction¿, ¿sheets of foamy histiocytes¿. The device was explanted. Treatment noted as: ¿gastroscopic ultrasounds, brain scans, blood tests¿. Chronic fatigue, chronic migraines, globus syndrome, low ferritin level, also reported, but not device related.